Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows partial view of a drainage catheter in which the thread was noted in the distal tip of the catheter. The trocar needle was not protruding from the catheter tip. Though, the trocar needle tip was not noted to be protruding in the video, it is unsure whether the device meet specification and the issue cannot be verified without physical sample. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported length of the trocar needle is shorter than the catheter issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided cyst percutaneous drainage procedure using the navarre opti drain catheter. Prior to the procedure, it was noted that the length of the trocar needle was shorter than the catheter. The drainage catheter was replaced with a new drainage catheter to complete the procedure. There was no patient contact.